Event description:
Customer indications that pump no longer detects insulin and stopped reading cartridge. There was no reported impact to the customer. Reportedly, the customer reverted to an alternate method of insulin therapy.